Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was a call service 064 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/05/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/14/2016 with the following findings: the black box shows one cs-064-0008 alarm on (B)(6) 2016 at 21:48. Rewind, load and prime steps performed successfully. Pump exercised for 24 hours with no cs alarms duplicated. Removed pump cover; no evidence of internal moisture was observed. No intermittent condition was found to the motor circuit. The complaint was verified in the history but could not be duplicated during the investigation.